Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.

Event description:
Boston scientific crm received information that during a replacement procedure, this device was damaged and the device header separated from the can. The device will be returned for analysis. The physician thought the issue was due to the force exerted to remove the device. There was no allegation against the device. No adverse patient effects were reported.